Event description:
Procedure type: lap total gastrectomy. Patient gender: unknown. According to the reporter: twice when the device was at stump of esophagus, the tube was removed but the orvil had disengaged and remained in the patient. The orvil was then removed from the esophagus with a clamp. Additional resection of the tissue was needed and another device was used to complete the procedure. No bleeding was reported. No patient information was disclosed.